Event description:
The pt used the suspect device to check their blood glucose and obtained a result of 164 mg/dl. They took insulin and passed out about thirty minutes later. Emts were called and they checked pt's glucose at 19 mg/dl. They gave pt an unknown shot and transported them to the hosp. Proper glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.